Event description:
This spontaneous case describes the occurrence of uterine injury ('irreversible damage to the uterus'), vaginal disorder ('essure destroys vagina of women'), infection ('infection') and back injury ('irreversible damage to the back') in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine injury (seriousness criterion medically significant), vaginal disorder (seriousness criterion medically significant), infection (seriousness criterion medically significant), back injury (seriousness criterion medically significant), peripheral swelling ("swollen of feet"), female sexual dysfunction ("cannot have sexual intercourse with their partners") and gait disturbance ("problems when walking"). At the time of the report, the uterine injury, vaginal disorder, infection, back injury, peripheral swelling, female sexual dysfunction and gait disturbance outcome was unknown. The reporter considered back injury, female sexual dysfunction, gait disturbance, infection, peripheral swelling, uterine injury and vaginal disorder to be related to essure. The reporter commented: he stated that essure has causes several damages to thousands of women all over the world. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the events irreversible damage to uterus, irreversible damage to the back and problems when walking were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of uterine injury ('irreversible damage to the uterus'), vaginal disorder ('essure destroys vagina of women'), infection ('infection') and back injury ('irreversible damage to the back') in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine injury (seriousness criterion medically significant), vaginal disorder (seriousness criterion medically significant), infection (seriousness criterion medically significant), back injury (seriousness criterion medically significant), peripheral swelling ("swollen of feet"), female sexual dysfunction ("cannot have sexual intercourse with their partners") and gait disturbance ("problems when walking"). At the time of the report, the uterine injury, vaginal disorder, infection, back injury, peripheral swelling, female sexual dysfunction and gait disturbance outcome was unknown. The reporter considered back injury, female sexual dysfunction, gait disturbance, infection, peripheral swelling, uterine injury and vaginal disorder to be related to essure. The reporter commented: he stated that essure has causes several damages to thousands of women all over the world. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2020: the events irreversible damage to uterus, irreversible damage to the back and problems when walking were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of uterine injury ('irreversible damage to the uterus'), vaginal disorder ('essure destroys vagina of women'), infection ('infection') and back injury ('irreversible damage to the back') in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine injury (seriousness criterion medically significant), vaginal disorder (seriousness criterion medically significant), infection (seriousness criterion medically significant), back injury (seriousness criterion medically significant), peripheral swelling ("swollen of feet"), female sexual dysfunction ("cannot have sexual intercourse with their partners") and gait disturbance ("problems when walking"). At the time of the report, the uterine injury, vaginal disorder, infection, back injury, peripheral swelling, female sexual dysfunction and gait disturbance outcome was unknown. The reporter considered back injury, female sexual dysfunction, gait disturbance, infection, peripheral swelling, uterine injury and vaginal disorder to be related to essure. The reporter commented: he stated that essure has causes several damages to thousands of women all over the world. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of uterine injury ('irreversible damage to the uterus'), vaginal disorder ('essure destroys vagina of women'), infection ('infection') and back injury ('irreversible damage to the back') in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine injury (seriousness criterion medically significant), vaginal disorder (seriousness criterion medically significant), infection (seriousness criterion medically significant), back injury (seriousness criterion medically significant), peripheral swelling ("swollen of feet"), female sexual dysfunction ("cannot have sexual intercourse with their partners") and gait disturbance ("problems when walking"). At the time of the report, the uterine injury, vaginal disorder, infection, back injury, peripheral swelling, female sexual dysfunction and gait disturbance outcome was unknown. The reporter considered back injury, female sexual dysfunction, gait disturbance, infection, peripheral swelling, uterine injury and vaginal disorder to be related to essure. The reporter commented: he stated that essure has causes several damages to thousands of women all over the world. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.